Event description:
It was reported that the device had reading channel error. There was reported patient involvement, but outcome was unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the syringe module had error code was confirmed during error and event log review. And the error was replicated during the laboratory testing. The external and internal inspection process was performed on the suspect syringe module. The suspect pump module inspection found the instrument to have the manufacturer seal intact. An internal inspection of the suspect syringe module found left worn split nut was damaged that would have contributed to the incident device displayed error code. The review of the logs is based on the last programmed infusion administrated by the suspect (s/n (B)(6) on (B)(6) 2025. At 3:38 am unit was selected, and an infusion was programmed with the following parameters: syringe type: bd 10 ml; volume: 3.706 ml, rate: 7.4 ml/hr, and a volume to be infused (vtbi) of 3.7 ml. Infusion started. At 3:51 am syringe alarmed channel malfunction an error code 351.6660 (syr plunger position failure). In the ¿as received¿ state the suspect syringe module was connected to a dchu pcu unit. A test infusion was performed on the suspect device, according to the log review it was connected and set to an infusion rate of 7.4 ml/hr for approximately 30 minutes. During the test the 351.6660 error code was replicated after the error was replicated the device was opened for a split nut inspection. Left side was observed with damage. For testing purposes, the worm split nuts were replaced with a known good new part. Calibration and a full pm was performed and all tests passed with no failures observed. The bd alaris technical service manual for syringe and pca modules states in troubleshooting table error codes section the following for the error code 351.6660: the explanation is a movement error; predicted change in linear position sensor inconsistent with expected position. The response should be replacing linear position sensor, if error is repeatable. The device was reported with no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair: please re-torque all screws and replace worn split nuts and the motor/pulley assembly as it was disassembled during the investigation. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had reading channel error. There was no reported patient involvement.